Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump display became frozen. The patient's blood glucose at the time of incident was 126 mg/dl. Troubleshooting was initiated for the frozen display anomaly. Time would not progress: the time was stuck at 6:46am. The buttons stopped responding as well. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the interface board. Unable to perform functional testing, confirm frozen screen or unresponsive buttons due to the blank display. No damage on the keypad traces noted during visual inspection. The lcd connector was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.